Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference MFR number: 3006705815-2017-00948. It was reported the patient's lead had migrated which was confirmed by fluoroscopy. As a result, the patient will undergo surgical intervention.

Event description:
Device 1 of 2. Reference MFR number: 3006705815-2017-00948. Follow-up information indicated surgical intervention was undertaken and the leads were explanted and replaced with a single surgical lead. Postoperatively, the patient reported receiving effective stimulation.